Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2014. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
A review of the device history record for strattice lot sp1000134 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on (B)(6)2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿ventral incisional hernia¿ surgery and was implanted with a strattice device lot sp1000134 on (B)(6)2014. The patient underwent an ¿incisional hernia repair¿ on 25/mar/2016. The form lists the conditions that were treated were ¿pancreatitis, spondylosis, seizures, incisional hernia, chronic pain of abdominal hernia, colostomy, congestive heart failure, end-stage renal disease, hypertension, severe diverticulitis of colon, cerebral palsy, degenerative joint disease, cholelithiasis, cystic duct obstruction, recurrent incisional hernia repair, gerd¿ on an unknown date. The patient also underwent ¿rectal bleeding, chronic pain w/ ventral abdominal hernia, llq abdominal pain, fever, chest pain, diverticulitis, wound infection¿ on an unknown date. The patient then underwent ¿colostomy closure, ventral hernia, repair incisional hernia, choloecystitis, cholesterolosis, cholelithiasis, llq abdominal pain, rupture of jp drain, gastroesophaegeal reflux disease, dress wound¿ on an unknown date. The patient was seen for ¿back pain, fever, infectious diseases, septic toe with thick distal callus¿ on an unknown date. Correction for report submitted in initial: previous medwatch submission noted an incorrect implant date. The patient was implanted with strattice on (B)(6)2014. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.